Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's processor/bridge/pace board was removed and returned. The malfunction was observed and the board was scrapped. The customer received a replacement processor/bridge/pace board. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed self-test. Complainant did not indicate that there was any patient involvement in the reported malfunction.